Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient developed air leak. It seemed the air was leaking slowly from the valve. The device went bad on pod 18. The physician noted that the taper guard cuff was poorly shaped and not getting enough "purchase" on the trachea due to the cone shape, while the old cylinder shape did not have this issue. The only problem was sometimes replacing the 8.5 with an 8 still results in some air leak that was not normally seen when just starting patient's off with an 8. The physician was not sure if the taper guard 8.5 is putting to much pressure on the small area of the trachea that was in contact with the cuff, which then leads to a small region of the trachea being dilated and then later not getting a great seal even with placement of a standard 8 cuffed trach tube. It was noted that the trach care involves suctioning as needed. The trach was sutured in loosely with 2 sutures and held in place with trach straps. The only adverse event is a need for trach replacement thus far.